Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced sepsis. A revision was performed, the crt-d was explanted, while the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead surgically abandoned and a new rv lead was implanted with a temporary device. Later, this patient died. No additional adverse patient effects were reported. This device was not returned for analysis.